Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and five electric shocks during a sinus rhythm episode. All therapy available was delivered. The patient was mowing the lawn at the time of the episode. Boston scientific technical services (ts) was consulted and discussed there was noise on the shock channel likely due to arm movements. Reprogramming options were recommended. No additional adverse patient effects were reported. At this time, this device remains in service.